Event description:
It was reported "cartridge feels gummy when putting in and doesn't click in. "There was no adverse impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.